Event description:
Boston scientific received information that this device exhibited premature battery depletion. In (B)(6), the device had 2.5 years remaining, but in (B)(6), there were only 2 years remaining. In addition, during a recent device interrogation, the device dropped to a longevity of less than 6 months, but increased back up by the end of the interrogation session. Boston scientific technical services (ts) discussed that since the magnet rate of the device was 100 bpm, this indicates the device has over 1 year remaining. In addition, ts recommended increasing the follow-up time of this patient to every 3 months. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the initial interrogation, this pacemaker device showed less than 0.5 years remaining longevity. Then during the recent device check, the device showed 2.5 years and then down to 2 years remaining longevity. Threshold measurements were similar. Boston scientific technical services (ts) suggested that to consider intensified follow ups. There was no further information provided. To date, the device remains in service. No adverse patient effects reported.